Event description:
Related manufacturer reference number: 3006705815-2019-02239. It was reported that the patient's lead migrated. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was repositioned. Effective therapy was restored post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.